Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that the rotawire became fractured. A rotawire¿ was selected for use. However, during preparation, it was noted that the device became detached upon setting up the rotation speed. The procedure was not completed. No patient complications reported.